Manufacturer narrative:
The return of the product is not expected. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall at the rv apex. This was confirmed via echocardiogram or x-ray. The clinical observations included pericardial effusion and non-capture with this rv lead. The patient was hospitalized, and surgical intervention was performed to explant and replace the lead. No additional adverse patient effects were reported.